Event description:
Additional information received from the consumer reported they didn¿t know what led to the implant moving. The consumer mentioned when they charged, they placed the charger slightly above the implant so they could see an entire ¿bar.¿ the consumer tried adhesive discs, but they couldn¿t wear them due to sensitivity, so they had to be still while charging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37791 lot# serial# unknown implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient representative stated the recharger was not showing all coupling boxes even after adjusting the recharger antenna. It took over an hour to charge the ins, and it used to take 20 minutes at the most (and it was getting worse). The recharger antenna was not showing any damage. The issue was not resolved. Pss emailed repair to replace the recharger antenna. No symptoms/complications were reported. Additional information received from the consumer reported they had daily issues of trying to ¿charge¿ their battery. The patient was extremely diligent in charging daily, but lately the device would drop its¿ connection. When the patient charged, they say in the same spot, same position, and did not move until charging was complete. Charging used to take 15 minutes, but even with the new device the issue was not resolved. According to the patient it seemed the battery in their body moved closer to their armpit, so they tried a new placement; sometimes it worked, sometimes it did not. The patient found that if all the bars showed they were fully charging, but then the bars would start to drop so they would hold their hand on the recharger and restart which seemed to resolve the issue as the charging was more consistent and faster.